Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The consumer reported that the patient's previous ins was not working and the patient had it replaced. The consumer reported that they had the ins checked every 2 months and said they were doing something to turn it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.